Manufacturer narrative:
Findings: unit received motor error alarm during rewind due to motor encoder out of phase. No motion sensor test failure alarm. No cosmetic damage noted.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. The customer's blood glucose is normal, didn't require medical treatment.